Event description:
On an unk date, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (device lot/serial number unk) to treat an abdominal aortic aneurysm. It was reported that the device landed below the level of the renal arteries. On (B)(6) 2012, the pt was implanted with a gore conformable tag thoracic endoprosthesis (B)(4) to treat a thoracic aortic aneurysm. On (B)(6) 2012, the pt presented to the hospital with pain in their abdominal area. A computed tomography revealed a possible tear distal to the previously implanted gore conformable tag thoracic endoprosthesis. The same day, the pt was implanted with two gore conformable tag thoracic endoprosthesis (B)(4) to treat the tear. The renal arteries, celiac artery and the superior mesenteric artery were intentionally covered by the grafts, however, the physician performed a thoracic-abdominal surgery using the vascular surgical graft and four gore hybrid vascular grafts to help maintain blood flow to the renal arteries, celiac artery and the superior mesenteric artery. It was reported that the vascular graft was sewn to the top of the excluder graft and limbs of the bifurcated vascular graft and the four hybrid grafts were pointing up towards the renal and mesenteric arteries. A dacron graft was sewn into the vascular graft so it could be used as a conduit for the 22fr sheath. It was reported that the pt lost a large amount of blood during the procedure and received multiple blood transfusions. It was reported that the pt¿s blood pressure dropped during the surgical procedure and died on the table due to the large amount of blood loss. Chest compressions were not able to be performed due to the pt laying on their side for the surgical procedure. The physician stated that the blood loss could have been attributed to another dissection or tear that was not revealed on the computed tomography. It was also reported that the pt was placed on a ventilator on (B)(6) 2012, prior to the procedure. The reason for the ventilator prior to the procedure is unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore conformable tag thoracic endoprosthesis instructions for use the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: acute and chronic dissections. Attempts to acquire info required for this form were made by gore. Please note add¿l devices implanted and related to this event: (B)(4).